Manufacturer narrative:
The returned spacer revealed that the spindle cap was completely sheared off from the implant body and was deformed. The damage to the implant was sufficient to prevent functional testing. The damage to the implant indicates failure was likely due to deployment against resistance such as bone and or manipulation of the position of the device by gear shifting of the inserter.

Event description:
It was reported that during an indirect decompression implant procedure, the spacer broke into three pieces upon deployment. The device was successfully replaced with a new spacer. The patient was doing well postoperatively.

Event description:
It was reported that during an indirect decompression implant procedure the spacer broke into three pieces upon deployment. The device was successfully replaced with a new spacer. The patient was doing well postoperatively.